Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument burned the patient's liver. The pch instrument was working without issues prior to the event. The left lobe of the liver was described as being big and "floppy." The surgeon was using the instrument to take down adhesions. When the event occurred, the surgeon was using the wrist of the pch instrument as a retractor. The surgeon went to apply cautery to the intended tissue with the hook of the instrument when smoke and sizzling was coming from the yellow portion on the wrist of the pch instrument which was on the liver, causing a burn. No intervention was required to address the burn on the liver. The surgeon ensured no inadvertent burns from the pch instrument were found elsewhere in the body. A new pch instrument was opened and used without issues for the remainder of the procedure. The surgeon denied observing any arcing from the instrument, specifically the energy was delivered from the yellow wrist area instead of the hook of the instrument. The monopolar energy settings on the electrosurgical unit (esu) were cut 4 and coag 4. There was no significant biodebris on the hook of the instrument, and it was not immersed in liquid. The procedure was completed robotically. The patient is recovering as expected with no reports of postoperative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the permanent cautery hook instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have a broken conductor wire. Thermal damage was observed near the base of the yaw pulley. The instrument was placed and driven on an in-house system. The exposed conductor wire delivered energy. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.